Event description:
It was reported that the brakes would not engage due to missing components. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.